Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 433 mg/dl and that she needed assistance with programming the insulin pump. Customer stated that she will treat with a syringe of 14.0 units. Customer has been off the pump since going to the hospital and was released today.